Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to issues with the over tape and sensor sticker causing allergic reactions on her skin. Customer¿s blood glucose level was 7.6 mmol/l. Customer receive medical treatment as a result of the site issue. Customer treated with topical hydrocortisone cream was prescribed. Customer reported that the skin was red around the region where the over tape goes over and redness, itching around the oval over tape. Customer had the site issue for 6 weeks from the start of using continues glucose monitoring. The sensor will not be returned for analysis.

Manufacturer narrative:
The information on section concomitant medical products was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.